Manufacturer narrative:
Additionally, the customer stated the other device used was disposed before obtaining the lot number. The scope was sent to reprocessing and during the manual cleaning debris was observed exiting the device. The suspect device was returned to olympus for evaluation, upon inspection the reported event was unable to be duplicated. The boroscope did not indicate any foreign object or channel damage, minor play in the control, holding ring is damaged with scratches and small nicks, the objective lens is worn, the distal sheath is loose and the adhesive is cracked. It is also noted the insertion tube (it) is cracked and the distal end of the device is dry. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during the procedure the elevator did not go up and down smoothly and the physician had to press firmly to manipulate the elevator. The physician completed the procedure with no further sequelae. Once removed from the patient the technician was met with resistance when separating the scope. There was no death, harm, or injuries reported with this event.

Event description:
The customer reported to olympus that during the procedure the elevator did not go up and down smoothly and the physician hard to use press firmly to manipulate the elevator. Once removed from the patient the technician stated they was met with resistance when separating the scope and had to pull hard to remove the sphincterotome clevercut3v. The tech disposed of the devices before obtaining the size and lot number. The physician completed the procedure with no further sequelae. There was no death, harm, or injuries reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the sphincterotome clevercut3v, which was used in combination with the subject device, was caught on the forceps elevator of the device. It is also likely the user withdrew clevercut3v from the device with excessive force in that state, resulting in the clevercut3v breaking and debris remained in biopsy channel of the device; or the debris was discharged when biopsy channel of the subject device was brushed. Olympus will continue to monitor field performance for this device.